Manufacturer narrative:
Additional information received reported that the endeavor stent was deployed in the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor resolute drug eluting stent was intended to be used to treat a lesion located in the mid rca with severe tortuosity and moderate calcification, exhibiting 90% lesion stenosis. No abnormalities were reported in relation to anatomy. No damage noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The device failed to cross the lesion. It was reported that there were removal difficulties when removing the device prior to balloon inflation. No attempt was made to inflate the balloon. The stent deformed due to the difficulties experienced when removing the balloon. No damage was noted to the guidewire on removal from the patient. The patient is alive with no injury.

Manufacturer narrative:
Additional information received. The previously reported removal difficulties, stent deployment and stent deformation were reported incorrectly. New information suggests that the event was a no cross event with no patient injury. If information is provided in the future, a supplemental report will be issued.